Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that the patient went to the emergency room due to pain at their battery and incision site. Contributing factors were unknown. The rep stated that the device was explanted as a result. The issue was reported to be resolved. No further complications were reported or anticipated.